Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they met with a manufacturing representative for reprogramming. After spending about an hour reprogramming, the manufacturing could not get the stimulation any higher than the patient&#62688;lower buttocks. The patient noted that they were implanted in the right buttocks for pain in their lower back. In the opinion of the manufacturing representative, the leads in the patient's spinal column were placed too low. The patient stated that they would like to follow-up with their healthcare provider, but they are a 2 hour drive, and the patient is unable to travel that distance. The patient was implanted for non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.